Manufacturer narrative:
The insulin pump was received with a peeling keypad overlay, minor scratches on the display window, broken reservoir tube lip, cracked case near the display window corners, and dog chew marks on the case. The keypad overlay and display window were damaged due to dog chew.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump was completely chewed by dog and buttons can no longer be seen and the inside of pump can be seen. Customer's blood glucose was 330 mg/dl. Customer was advised that insulin pump would need to be replaced.